Event description:
It was reported by svc report that the cot has broken siderails and there were exposed sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Exposed sharp edges on the broken siderail assembly.